Event description:
The distributor became aware on 6/25/97 of an incident that occurred while performing a cardiac catheterization. It was reported the glidewire was advanced and withdrawn within a catheter multiple times. Upon removal of the glidewire and catheter as a unit, it was noted the coating had sheared but remained attached to the wire. Another wire was used to successfully complete the procedure. There were no pt complications involved. Directions for use state: "to avoid damage and possible shearing of plastic, do not withdraw or manipulate through a metal cannula/metal dilator nor advance the metal cannula/metal dilator. Extreme caution should be obsevred when used with a onewall puncture style needle."